Event description:
It was reported that during ipg explant [related manufacturer reference number: 3006705815-2020-01471], the patient's lead was cut. The physician elected to leave in implanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.